Event description:
I'm a pt of dr (B)(6) at (B)(6). I had the levulan kerastick blu-u light treatment on (B)(6). First and foremost, I was not thoroughly informed as to what to expect in the recovery process. It was presented as a quick treatment for precancerous cells and that it would be done on a thursday and would need weekend recovery time. The pictures in the levulan pamphlet show pts immediately following treatment with a few red / scaly areas on face / scalp. There isn't one set of pictures illustrating what the potential "worse case" scenario would look like. I think this is outrageously misleading and medically unethical. I literally look like I was in a fire; the discomfort is very bad as well. I've spent the last couple of days in a complete panic and thought maybe I should go to the emergency room. To not have been prepared for this possibility is outrageous. I read many such accounts of similar experiences on (B)(6) where other pts had not been fully informed either and were also terrified, furious and shocked. I'm certain my skin will take weeks to heal and am not convinced will ever fully heal. As medical providers, it is their ethical responsibility to ensure pts are made fully aware of and prepared for possible outcomes and stages of recovery after treatment. I was given the impression that I would be able to go back to work on monday, which, as I stated above, I would not go out of the house like this. Sun dermatology pharmaceutical needs to be held responsible for the misleading content in their levulan blue-u treatment pamphlet and as well as the medical providers who deliver this treatment. I have included pictures of my face on days 1-3 below for you to evaluate and compare with the pamphlet I was given by the dr. I attempted to contact sun pharmaceutical (product MFR) via their website but the website was not functioning properly to successfully submit my comments. Worse recovery than indicate. Reason for use: treatment for precancerous actinic keratosis.